Manufacturer narrative:
Batch review performed on 18-september-2025. Gmk-sphere 02.12.0004r gmk-sphere femoral component cemented - 4r (k121416) lot 2345432: 15 items manufactured and released on 09-jan-2024 expiration date: 2028-dec-13. No anomalies found related to the problem. To date, 14 items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 5 months from primary, the patient came reporting instability. The surgeon determined instability in flexion and extension was due to a femoral component that was internally rotated. Cause of femoral component malposition could not be determined. The surgeon revised femur and insert with posterior stabilized implant. The surgery was completed successfully.